Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. It was reported that the option-lok male adapter of a primary tubing set was connected to the clave port of the device and was being used to deliver an unspecified volume of solution. At an unspecified time, the male adapter of an unspecified syringe was connected to an unspecified clave y-site of the primary tubing set to deliver an unspecified concentration of propofol via IV push for induction prior to an unspecified surgical procedure. The customer contact reported that during the IV push delivery, the tubing separated from the clave port of the device. It was reported that the device was disconnected from the patient¿s IV access site. The male adapter of the syringe was connected to the patient¿s IV access site and the medication was delivered. The device was replaced and the therapy was resumed. The customer contact reported a critical delay in the sequence of the induction; however, there were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.